Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of mottled appearance, necrosis and subconjunctival hemorrhage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the midface and juvéderm volbella with lidocaine in the tear trough. Prior to the injection, the patient was prepped with antiseptic. The day after the injection, the patient developed a mottled appearance at the injection sites. No intervention was given which led to necrosis. Patient has residual healing on the malar and submalar part of the face. Subconjunctival hemorrhage was also seen. Patient was treated with oral and topical antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00076 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.